Event description:
It was reported when using the bd vacutainer® lithium heparinn (lh) blood collection tubes had underfilled. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: 1. Could you please confirm if 100 tubes actually had the reported defect? -- yes, 100ea. Found that the negative pressure of 367886 was insufficient when drawing blood. The water test showed that the water collection was also insufficient. After weighing, the suction volume of the empty tube and the full water tube was more than 10%. The center requires the suction volume to be less than 10%.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed as the amount drawn into the tubes is below the fill line on the tube label. Additionally, ten (10) retention samples from bd inventory were evaluated by functional draw testing and the issue of underfill was not observed. To ensure that tubes draw to an acceptable volume a number of factors should be considered: evacuated tubes are designed to draw the volume indicated. Filling is complete when vacuum no longer continues to draw. When using a winged blood collection set for venipuncture a discard tube should be drawn first to ensure the blood collection set tubing¿s ¿dead space¿ is filled with blood. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill based on the provided photos. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.